Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: abnormality in the internal circuit is due to the failure of the pressure sensor mounted on the main board, which likely resulted from oxygen entering the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Foreign matter (epoxy) was adhered due to a mounting mistake of the part. Because of the adherence of the foreign matter (epoxy), the wiring inside the pressure sensor was peeled off. This issue is addressed in the troubleshooting guide for the error: "problem: all leds are turned off. Possible cause: an error is detected in the internal circuitry of this product."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing results found it due to a faulty main board. The main board was replaced and the device passed all testing. The reporter confirmed that the device was received back from olympus service and is currently back in use at the user facility.

Event description:
The user facility reported that the device gives a caution alarm after pressing the cavity mode button. The reporter stated this was discovered during preparation for use so there was no patient involvement or patient harm reported. No additional information was provided.